Event description:
It is reported that the side of the device inflated rather than the balloon. A size 8fr product was tried and the balloon inflated when pressure was applied to the side arm.

Manufacturer narrative:
The alleged defective product was evaluated by MFR similating to the operational environment. The finding did showed that side arm inflated when extra pressure was exerted. The side arm of the catheter was cut to investigate the most probable cause. Necessary corrective action has been taken to prevent from reoccurrence.